Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call insulin delivery issue. The customer's blood glucose were in the range of 182 to 435mg/dl as well as a low blood glucose level unspecified by the customer. It was reported customer had a bad infusion set - bent. Customer performed a set change and requests replacement sets. Customer also had an insulin flow blocked. Customer decline trouble shooting for the high and low blood glucose or for the bent cannula. Advise sending replacement sets. The insulin pump will not be returned for analysis.